Event description:
Edwards received information that 2800 25mm bioprosthetic aortic valve implanted approximately ten (10) years and eight (8) months was explanted due to unknown reasons. No other details provided.

Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Attempts to retrieve the device and to obtain further details on the event and patient are in progress. Should additional information be received, a supplemental MDR will be submitted. Without the return of the device, edwards is unable to determine root cause of the explant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
This 25mm bioprosthetic valve was explanted due to severe aortic stenosis and severe regurgitation, secondary to valve degeneration. Operative observation found the prosthesis to be heavily calcified. The device was replaced with a 25mm aortic valve. Patient left the operating room in stable condition.

Manufacturer narrative:
Without the return of the device, edwards is unable to confirm the clinical observation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.